Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was found on atrial lead. The device was reprogrammed successfully and patient experienced no consequences.